Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: after difficulties in releasing/deploying the filter, it eventually deployed crooked. A snare was used to reposition/align the filter. No reported harm to the patient. The tulip filter nor the jugular introducer system was returned for investigation and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the difficulties in releasing the filter from the introducer when pressing the release button, but the reported ¿work¿ likely caused the filter to release in a tilted position. However, appropriate actions have been taken and relevant personnel have been notified to address the difficulties in releasing the filter from the jugular introducer. The instructions for use supplied with the device instruct to verify correct filter placement inside the sheath before releasing the filter by retracting the sheath and pressing the release button. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k) k211874. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: physician went to deploy the filter, but the filter would not deploy. The physician was able to get filter to eventually deploy (the filter deployed crooked), but it took a lot of work to do so, in that pursuit, the user had to open and use a snare to reposition / align the filter according.